Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 400cc saline prosthesis, catalog #3502400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round moderate plus profile 400cc saline prostheses and experienced possible bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was updated to the complaint file in its complete form on 12/5/2019. Device evaluation summary: background: deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within the crease. No other anomalies were found. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 11/7/2019, mentor became aware that previously-submitted 1645337-2018-01014 and 1645337-2018-00901 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Additional information was revealed through a duplicate complaint discovered on 11/7/2019. The event date was updated. The device was explanted on (B)(6) 2018 and bilateral prosthesis replacement with mentor gel implants was performed. Is other serious: unchecked. Is required intervention: check. The complaint device was received by mentor on 3/20/2018. The analysis is being updated and placed in this complaint file. When the analysis is updated and completed a supplemental report will be submitted. Manufacturer reference number: (B)(4).